Event description:
It was reported that the patient presented in-clinic for a routine check-up. Upon review of remote transmission, it was noted that the implantable cardioverter defibrillator (ICD) and the right-ventricular (rv) lead exhibited intermittent capture. The rv lead was suspected to be dislodged upon x-ray imaging. No resolution was performed. The patient condition was stable.